Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. Donor was a 34-year-old female who was noted to have expired due to an unknown cause. Donor has donated plasma since (B)(6) 2022. She has donated 16 times in a lifetime and 6 times this year. Donors last donation was (B)(6) 2025. No significant information was noted on last date of donation. Review of chart noted donor had no medical problems except a small painless umbilical hernia. The donor was not taking any medications and had normal physical exams and normal lab results during their time donating. Screening test results were normal except donor has 2 out of limit hematocrits of 35% (B)(6) 2025) and 25% ((B)(6) 2022). Review of vitals were normal throughout plasma donation. Donor had 2 temporary deferrals due to out of limit hematocrits, 1 temporary deferral due to being a lapsed donor, 1 temporary medical deferral due to minor adverse event labeled as hypotensive/vasovagal reaction. It is unknown if an autopsy was performed. The customer has no information from the attending physician, surgeon hospital representative or healthcare professional. The donor did not experience a reaction or adverse event and there were no errors on the machine or issues reported with the disposables during the donor's last donation on (B)(6) 2025. The death was found on a social media post and took place sometime after the donation; death did not occur at the donation site.

Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. Device was tested and no problem was found. All other parameters verified. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on this description the device is evaluated with no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor event was related to the device or disposables used during the plasmapheresis procedure.